Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's memory was cleared when they attempted to use it. The device displayed an error code, which resulted in the programming being erased. Optioncare confirmed that no harm occurred to them, due to the pump resetting itself. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. The mainboard was replaced to fix the issue. The pump was also calibrated, and the software was installed.